Manufacturer narrative:
The device subject of this complaint was discarded by the user facility, and therefore is not available for evaluation. Without a returned device the root cause of the reported event could not be determined. The user facility was not able to provide the lot number of the device subject of this complaint. Statements from the instructions for use include: "to irrigate, open the pinch clamp on the irrigation line and attach the fluid-filled syringe to the irrigation line; depress syringe plunger until desired irrigation effect is achieved; repeat as necessary. Alternate method: open the pinch clamp on the irrigation line; attach part #00711134 bioshield irrigator extension tubing (180cm) to compatible auxiliary water pump, securing the male end of the tubing to the bioshield device's irrigation line. Depress the water pump's foot pedal until desired irrigation effect is achieved; repeat as necessary." Steris endoscopy has offered in-service training on the use of the bioshield irrigator; however, the user facility has declined.

Event description:
The user facility reported patient material in the tubing connected to the one-way valve of the bioshield irrigator following a patient procedure. The tubing and water bottle were replaced prior to the next procedure. There was no report of patient harm nor of procedural delay.